Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012; inratio: 2.6; lab: 6.8. Pt's target therapeutic range is 2.0-3.0. Results were done within 4 hours of each other. Pt's eyes were swollen and bruised. Pt also felt light-headed and had bruises on body.